Event description:
Analysis of the returned device found that the main coil was broken.

Event description:
Analysis of the returned device found that the main coil was broken.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Visual and microscopic analysis of the returned device found that the main coil had broken from the delivery wire at the detachment zone. The delivery wire was kinked at 9, 18, 40, 55, and 90cm from the proximal end. The proximal contact was kinked. The delivery wire and the proximal contact kinks was most likely related to the manner the device was handled. An assignable cause of handling damage during use has been assigned to main coil break as the issue is due to handling of the device or portion of the device during the clinical procedure.